Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead was over-sensing noise and had an elevated pacing impedance. The patient was asymptomatic. During the revision procedure on (B)(6) 2021, the physician noted the rv set screw was loose. The set screw was properly tightened and no electrical anomalies were noted after testing. The patient was stable throughout.